Manufacturer narrative:
Batch review performed on 07 september 2020: lot 164030: (B)(4) items manufactured and released on 28-sep-2016. Expiration date: 2021-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 years and 3 months after previous revision surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and swapped the poly. The surgery was completed successfully.